Event description:
An altitude alarm was reported on the pump, which caused the customer's insulin to be temporarily suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through a series of corrective actions, including cleaning the speaker holes and resetting the pump. The issue was resolved after these steps, and the pump resumed normal operation. Additionally, information was provided to help prevent future altitude alarms.